Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation and there was no reported device malfunction. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was successfully completed using a starclose se device after an unspecified procedure. Reportedly, the patient complained of pain at the access site and numbness and tingling in the right leg and right foot two days after discharge. At the time of discharge the patient had no symptoms. The patient has since complained to a neurologist of the same symptoms. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. The customer reported the device will not be returned for evaluation. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.